Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The daughter of a customer reported via phone call of fluctuating blood glucose of 42 to 292 mg/dl. Troubleshooting found that the customer's doctor recently made changes to the pump and that they needed assistance to program the pump. Customer called again the next day to continue to troubleshoot but did not have the pump and will call back when they have it.